Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6); explant date: (B)(6) 2024; brand name: pisces-quad; product ID: 3487a-56 (lot: v134945); product type: 0200-lead; implant date: (B)(6) 2008; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads that were implanted in 2008 had burned and electrocuted the pt on the inside, so they were both explanted (explanted (B)(6) 2024).

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead. Product ID 3487a-56, lot# v134945, implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-06 additional information was received from the rep who consulted with the patient and the physician. The rep provided clarification on the report of the leads "burned and electrocuted" the patient. This was occurring when their leads were not functioning properly prior to the lead replacement. The date of onset of the shocking/burning/electrocuting was asked but unknown. It was determined that the leads were fractured and was likely due to pt movement. The leads were replaced in 2024, which resolved the reported issues. The leads were discarded after the replacement surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports talking with the patient (pt). Pt reported to rep that they received a letter from the manufacturer with the reference number of this event. Per rep patient declines to fill out this letter and requests further follow up through the rep.

Event description:
Additional information from the rep indicated that the patient stated the shocking was a burning, and there were no physical burns.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead; product ID 3487a-56 (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.